Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate w/ retains. Source: phone.

Event description:
Reported 1 false positive sars result for one symptomatic patient that was tested for the second time. Patient also tested positive for flu b, but that result was not questioned. The customer communicated the result was confirmed negative by molecular (pcr testing).